Manufacturer narrative:
This follow-up report is being filed to correct and relay additional information, which was unknown at the time of the initial medwatch. The product identification necessary to review manufacturing history was not provided.

Event description:
During a procedure, the shell impactor fractured and a fractured piece was retained by the patient.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
During a procedure, the trial taper adapter fractured and a fractured piece was retained by the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that during an initial total hip arthroplasty, the shell impactor fractured and a fractured piece was retained by the patient. This caused a 10 minute delay in procedure. There is currently no intervention planned to removed the fractured piece.